Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(6) 2013 it was reported that the patient had a possible infection. Follow up with the physician found that the infection was confirmed to be staph aurius via cultures. There was a fluid filled sack in the upper left chest wall with a dark red blister type appearance. No patient manipulation or trauma is believed to have caused or contributed to the event. The infection is not believed to be related to vns, as it occurred 18 months after implantation. However, due to continual antibiotics and the infection coming back around the site of the generator, the vns device had to be explanted to rule it out. Both the lead and generator were explanted, with the electrode portion remaining implanted. No other information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
The explanted generator was returned to the manufacturer for analysis. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.